Event description:
A customer reported to baxter (B)(4) that a blood leak was found during hemodialysis therapy. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The samples for this complaint were evaluated and the problem of a leak was confirmed. The cause was determined to be solvent absent in the arterial chamber-cap assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.